Manufacturer narrative:
Although the surgeon indicated the device would be returned for analysis, the device was never sent by the hosp. The pt has healed and is using her new implant. The sterilization investigation report indicated that it was unlikely that the implant contributed to the reported infection. This is a final report.